Event description:
A patient was implanted with the matrix mis system for posterior lumbar interbody fusion (plif) on (B)(6) 2012. All polyaxial screwheads were removed and reduction heads were placed on the screws prior to implantation. On an unknown date, patient presents to surgeon for post-operative followup complaining of pain. Examination and x-ray reveal the right side of the construct shows the l4 locking cap to be free floating out of the polyaxial head, and the l5 and s1 caps to be loose but still engaged in the polyaxial heads of the screws. The rod itself has slid down and passed through the heads of the l4 and l5 screws and is almost free floating over the sacrum. On an unknown date patient returned to or for surgical intervention. Surgeon repositioned rod and repositioned l4 locking cap, and retightened l4, l5, and s1 locking caps. This is report 5 of 5 for complaint # (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional product code for this report includes: mnh, mni, kwo, kwp. Investigation could not be completed and no conclusion could be drawn as no device was returned and no lot number or part number was provided. Further review of the complaint was required and the following parts were added to the complaint that were not originally captured on initial filing date (B)(4) 2013: on (B)(6) 2013 - 3 of 3 - ti matrix locking cap; part number 04.632.000 was added; lot number was not provided.